Event description:
The part of the lift that attaches the long bar to the lift bar wore through, causing the pt to fall back onto the bed. The pt was not injured. The lift was probably purchased in the early 1980's.